Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. A visual evaluation was performed, the implant had signs of use; the implants platform was damaged. The internal hex was also damaged. Unable to confirm a fractured mount. The mount was not returned or a piece of the mount was not found in implant. DHR review was completed for the subject lot number 1264274. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1264274 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: fracture: mount. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use, the torque or speed applied during placement/seating exceeds recommended value, or the clinician inadvertently selects drill unit speed that exceeds recommended value for implant placement. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. However, the fractured mount could not be verified as the mount was not returned for evaluation. The reported event was not confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: PMA/510(k) number: k013227.

Event description:
It was reported fracture of the hex of the mount inside the implant collar, causing to removal of the implant. Procedure completed, 36.